Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the nurse loaded the reload onto the adapter and attempted to perform an open/close test of jaws. However, the device did not move. The battery was removed from the device and inserted into the battery compartment. The open/close test of jaws was performed again. The same issue occured. There was no injury to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler adapter opened by the account opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Visual inspection noted no visual abnormalities. Functional evaluation revealed three (3) cracked solder joints and a bowed switch. Engineering replicated the reported condition of jaws will not close and jaws will not open. The root cause of this condition is an improper assembly or solder of the switch to the board. A manufacturing action has been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.